Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Device was note explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with hardware (B)(6) 2010 for a lateral sagittal split procedure. On f/u visit, it was noted that the screw had migrated. Screw remains implanted in pt.